Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer is using a back up insulin pump to continue therapy. Customer¿s blood glucose level was 250 mg/dl.